Event description:
During a pvc procedure, removal issues resulted in the procedure being cancelled. The advisor hd grid mapping catheter was inserted through a locking 8.5 fr fast-cath hemostasis introducer to map a pvc in the right ventricle. Upon removal, the catheter would not retract through the sheath. The physician decided to cut the shaft of the catheter and then advance a 9 fr fast-cath sheath over the 8.5 to withdraw the catheter. This did not work so the 2 introducers and catheter were removed together. Upon removing the assembly, outside of the patient, the hd grid catheter still could not be pulled through the 8.5 fr sheath. The physician decided to cut the distal end of the catheter so it could be retracted through the sheath. Pressure was applied and the access site was sutured closed. The ablation procedure was aborted.